Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for a major bleeding in the lower gastrointestinal tract on (B)(6) "203" and was discharged on (B)(6) 2023. The cause of bleeding was an increased in the international normalized ratio (inr) before the implant or platelets less than 60000. At the time of the event, the patient was on anticoagulant drugs warfarin and aspirin and no other medication was administered. Due to the patient being prone to bleeding because of the ventricular assist device (vad), the event and the device were thought to be possibly related. During the admission, less than 4 units of red blood cell concentrate per 24 hours was transfused and endoscopic clipping of hemostasis for the small intestine was performed. The outcome of the bleeding was reported to be readmission.